Event description:
It was reported by service report that the bed required repairs. It is unknown if there was patient involvement or if there are adverse consequences to report.

Manufacturer narrative:
At this time, the required repairs are not known. If further information becomes available, a follow-up will be filed.